Event description:
Literature was reviewed regarding conduction system pacing (csp). The authors described one patient death from heart failure due to an ischemic event. The patient had an acute myocardial infarction in the territory of the left anterior descending artery which ledto severe mitral insufficiency and resulted in cardiogenic shock and death. There was one his bundle pacing (hbp) lead which exhibited an early dislodgement. The status of the leads is unknown. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/73 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: early improvement in cardiac function and dyssynchrony after physiological upgrading in pacing-induced cardiomyo pathy. Pacing and clinical electrophysiology. 2025; 48:256¿261. Doi: 10.1111/pace.15126 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.